Event description:
Oncology patient receiving unknown medication. Pump alarmed upstream occlusion x1. Contributing to longer infusion times and staff alarm fatigue. Causing a distraction during medication set up as nurse must leave that task to attend to the alarms. Bag height 24 in. This pump was also involved in an under infusion incident. Patient was to receive blood transfusion. Nurse set up the pump according to baxter recommendation instructions for use. Bag height 24 inches. Blood would not infuse at the rate programmed in the pump. Nurse needed to raise the bag above the 24 in recommended height in order to get the blood to infuse appropriately.